Event description:
It was reported to resmed that during transport, an astral device allegedly underwent a total power failure. The device had reportedly been charging overnight with two external batteries connected in series. During transport, the device unexpectedly switched from ac to internal battery. Despite the external batteries being connected, the device ran on its internal battery, which depleted after approximately 20 minutes. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. Therefore, resmed is unable to confirm the alleged malfunction. If further information becomes available, a supplemental report will be submitted. Reference#: (B)(4).